Manufacturer narrative:
(B)(4). The navistar rmt thermocool catheter was not returned to biosense webster, inc.. Other biosense webster products used in the procedure: carto 3 rmt system, us catalog # fg560000, (B)(4). Cool flow pump, us catalog # cfp001, (B)(4). Ep - shuttle rf generator - 100w, (B)(4) catalog # 39d76x, (B)(4). Other biosense webster products that might have been used in the procedure: lasso catheter (catalog # unknown, lot # unknown). Cs catheter (catalog # unknown, lot # unknown).

Event description:
It was reported that serious brain damage occurred during an ablation procedure, the case was stopped and the patient needed ICU treatment. Additional information received indicated that the procedure (atrial fibrillation) took place on (B)(6)2010. During the procedure, the customer noticed a rise in impedance and checked the catheter and found a little charring. They removed the charring, checked the catheter flow, and continued the procedure with the same catheter as everything seemed normal. The settings used for ablation were: 48 degrees celsius, 50 watt, and long ablation time of 999 seconds or above (drag and drop method). Towards the end of the case, when trying to awaken the patient, the patient presented difficulty breathing and was sent to the ICU, then to a neurological hospital. Immediate CT scan did not reveal anything, but MRI performed by a neurologist revealed multiple emboli. The patient had a contract not to use life sustainable devices, so these were stopped and the patient died on (B)(6)2010. No post-mortem will be performed. The patient had arterial hypertension and was a smoker, but she did not have coronary artery disease, heart failure, diabetes, or history of stroke. The hospital contact (physician) stated that the reasons for the patient's death are still unclear, but thought that multiple thromboembolic events directly contributed to the patient's death. He thought that the event was procedure-related and possible product-related.